Event description:
It was reported by service report that the bed has no power. The customer could not determine whether there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Damaged power inlet.